Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on lcd board. Unable to perform any tests due to blank display.

Event description:
Customer's husband reported via phone call that the fog on the bottom of the screen. Customer's blood glucose level was unknown at the time of the incident. Customer stated there was fluid under the lcd display. Customer stated that the screen was really bad and fogged up. Customer declined to troubleshoot for high blood glucose value. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.